Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported finding two different size pen needles in his sealed box. Stated, the patient end varies in size, one is "short" and the other is "long" stated, the injection with the longer pen needle is painful and caused some bleeding. Did not seek medical intervention. Lot: unknown. Catalog: 320122. Date of event: unknown. Samples: yes cl.